Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient expired on (B)(6) 2017 which was within 30 days of implantation of the ipg. The patient was very ill at the time of implant. Cause of death is unknown. Concomitant devices are unknown